Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): based on the results of the DHR review, the available information given within this complaint, work order search, and the product evaluation, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. The root cause of the complaint is unknown. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's eye. The lens was noted to be ripped after insertion into the eye. The lens was removed with no patient injury. No widened incision and no sutures. Lens was replaced with another same model and diopter size lens. The lens was implanted without any incident. Cause of lens tear is unknown.

Manufacturer narrative:
(B)(4). (B)(6). Lens work order search. A lens work order search was performed and no similar complaint was found. Based on the complaint history and work order search, a specific root cause of the event could not be determined.

Manufacturer narrative:
Surgery was on patient's left eye. Evaluation: results - a visual inspection of the returned product found tears on the lens optic and haptic. Half of other haptic and piece of optic is torn off and missing. The plunger on the nanopoint injector is bent. There is no damage to the nanopoint cartridge. There was evidence of surgical residue on the cartridge and injector. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - lens tears can occur at any stage from manufacture to surgical manipulation. (B)(4).